Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of two leaky capacitors. Investigation determined that the premature battery depletion was caused by the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Event description:
Boston scientific received information that this pacemaker has depleted faster than expected. This device appeared to exhibit a significant change in remaining longevity. An engineering analysis was performed and it was found that the device power consumption has been increasing during the past year. The pacemaker was explanted. No additional adverse patient effects were reported.